Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(6). (B)(4).

Event description:
It was reported that the ¿adjusted refill date alarm occurred¿ appeared numerous times in the pump log between 1530 and 1531 and no apparent motor stalls present. This had occurred after repeated attempts to adjust the dose from 28 micrograms per day (mcg/day) to 32 and 33 mcg/day. The pump could not be updated with or without the dose increase. This was attempted with two physician programmers in which both could interrogate the pump without issue. However, neither programmer could update the pump. Upon attempted updating with both programmers the progress bar would only move to about 1 centimeter and despite the green communication light flicking the update would not progress. The physician programmer was switched off and the pump was re-interrogated and the pump had remained at original rate. Palpation of the pump revealed that it was positioned normally (upright with no obvious tilt) in the right abdominal. The pump contained sufentanil 50.0 mcg/ml. It was currently running at 28 (27.963) mcg/day with a reservoir volume of 10.3 ml and an estimated eri of 47 months. The representative was not aware of any audible alarm. No patient injury was reported, but the patient¿s status was not known. Additional information was requested to determine the resolution and outcome to this event. After further troubleshooting, the pump was interrogated again and the logs were read. Despite the "adjusted refill date alarm occurred" still being current, there were no active alarms in the alarm screen. The pump was then successfully updated with the new dose (32 mcgs/day) and a new reservoir volume of 20 ml. The pump was then successfully updated a second time with its correct reservoir volume of 9.8 ml. It was now clarified that the patient had increased pain, but it was unknown if this was related to the admission diagnosis/treatment. The patient was to have her pump refilled on (B)(6) 2014 and was doing ¿fine¿ and fully recovered.